Event description:
The customer reported the ventilator would not power on and operate via ac power. The customer reported the unit was not in use on a patient, therefore there was no patient harm or involvement. The manufacturer's service technician verified the customer reported problem. The service technician replaced the power supply to address the reported problem. Performance verification testing was completed and tests passed per operating specifications.

Manufacturer narrative:
Power supply.